Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump power up properly after battery installation. The insulin pump received with operating currents within specifications. No unexpected low battery alarms noted. The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump received with cracked battery tube threads. The insulin pump received with minor scratches on display window.

Event description:
It was reported that the insulin pump alarmed button error, and the customer stated that because of the alarm it also showed low battery status. The blood glucose reading was 263 mg/dl. The customer noted that she was outside and sweating a little prior to the alarm. Advised discontinuation of the insulin pump. Nothing further reported.